Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - approximately twenty years ago.

Event description:
It was reported that patient underwent a procedure to implant a femoral nail approximately twenty years ago. Subsequently, the patient requested that the femoral nail be removed and a revision procedure was performed on (B)(6) 2013. No further information has been provided to date.